Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level; specific value and cause were unknown. Customer reverted to an alternate method of insulin. The customer declined to provide additional information about the event. System check with tandem technical support confirmed the pump was functioning as intended.